Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed fill and drain volume values were within the tolerances. A second simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance. The cycler programmed displayed fill and drain volume values were within the tolerances. The valve actuation test passed. The system air leak test passed. The load cell value and verification were within tolerance. The patient sensor calibration check passed. There were no discrepancies encountered in the internal inspection of the cycler. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.

Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's caregiver reported the patient expired while connected to the cycler. The patient had been feeling ill and was vomiting and subsequently passed in his sleep. Follow-up with the patient's nurse indicated the patient died at home due to respiratory failure. The patient had a history of respiratory issues and cardiac issues. The nurse stated the patient's death was not related to treatment with fresenius products. Patient medical records have been requested but have not yet been made available.